Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the remote arm controller (rac) board and master tool manipulator (mtm) due to intermittent errors 307 and 252. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The rac was analyzed and found to have no issues. This rac was installed onto ssc test system start up, no problem no error continued where it ran 10x power cycle and it sat idle for one hour. After all, tested from pca system it was unable to replicate the reported error 307. Isi received a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and was unable to be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed and passed. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted ureteroureterostomy, the customer contacted the field service engineer (fse) for assistance with a non-recoverable fault 252 errors. The system was rebooted, and the second surgeon side console (ssc) was removed. The isi fse reviewed logs and found primary error was 307. The procedure was completed robotically with the primary ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without error. The customer did not contact technical service engineer (tse) but directly contacted isi fse for assistance. There was no injury to patient.